Event description:
It was reported that 24 minutes into a da vinci si hysterectomy procedure, while the surgeon was dissecting, arcing to the patient's uterus was observed coming from the monopolar curved scissors instrument with tip cover accessory installed. No patient harm, adverse outcome or injury was reported and the planned surgical procedure was completed.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed various mechanical tears and one hole burned through the silicone. The silicone exhibits localized melting around the hole, indicating an arcing event occurred. The hole is roughly .025 inches in diameter and is located .315 inches above the silicone to sleeve interface with a tear on one side of the hole. Engineering observed various mechanical tears in other locations on the tip cover, including at the tip. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.